Event description:
Report from a rep indicated the AED made no sounds during a battery insertion test (bit) or when unit was turned on. The AED was being prepared for a demonstration, and there was no pt involvement.